Event description:
A malfunction was reported on a customer's pump, potentially due to exposure to extreme temperatures. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, which was under warranty, and the customer was informed about receiving a pump with updated software. The customer agreed to use multiple daily injections as backup insulin therapy and was provided with instructions on storing and returning the malfunctioning pump to tandem. The replacement process included shipping details and programming requirements, and the customer understood these instructions.